Event description:
It was reported that patient experienced diminished/loss of therapy. The cervical lead had high impedances greater than 3000 ohms on all contacts. There was no migration or visible fracture noted. No falls, accidents or trauma were reported. Surgical intervention was undertaken wherein the lead was explanted and replaced. Effective therapy restored.

Manufacturer narrative:
Section b3: date of event is estimated.

Manufacturer narrative:
The reported event of impedance issue - cervical lead was confirmed. As received, the octrode lead had all its internal wires broken, that would cause high impedance. The damage is consistent with an overstress condition or sudden event the lead was subjected while in vivo.